Manufacturer narrative:
Qn# (B)(4). The actual device was not returned; however, the customer provided a photo showing the reported crack in the needle hub. The image also shows obvious signs of use in the form of biological material on the needle hub. A device history record review was performed with no evidence to suggest a manufacturing related cause. The IFU provided with this kit states: "caution: do not attempt to remove needles that have been placed into sharpsaway ii locking disposal cup. These needles are secured in place. Damage may occur to needles if they are forced out of disposal cup." "Air embolism can occur if air is allowed to enter a central venous access device or vein. Do not leave open needles or uncapped, unclamped catheters in central venous puncture site. Use only securely tightened luer-lock connections with any central venous access device to guard against inadvertent disconnection." "Excessive force can cause component damage or breakage." The report that the needle hub was cracked was confirmed through examination of the customer supplied photo. The image showed the needle hub was cracked. The device history record was reviewed with no evidence to suggest a manufacturing related cause. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that during insertion of the needle, the needle hub is cracked where the metal part goes into plastic hub part. There was no resistance on aspiration, aspirates air. There was no patient harm or injury. It was reported a second set was also cracked and a thrid set was successfully placed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion of the needle, the needle hub is cracked where the metal part goes into plastic hub part. There was no resistance on aspiration, aspirates air. There was no patient harm or injury. It was reported a second set was also cracked and a third set was successfully placed.